Event description:
During the testing stage of the equipment, there was a leakage of d5w solution from the balloon of the gynecare thermachoice iii. Nurse in charge notified. A new thermachoice iii uterine balloon thermal ablation set was opened for use for the procedure. No pt harm.